Event description:
Healthcare professional reported "a left side rupture". Device has been explanted and replaced.

Manufacturer narrative:
Health effect impact code: f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior (on the edge of the patch) side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed, dark ring is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "a left side rupture". Device has been explanted and replaced.